Event description:
This patient underwent a diagnostic cardiac cath on (B)(6) 2024. A 6 f left femoral sheath was placed and then exchanged for the bf balloon pump sheath. Next the 50 cc maquet iabp catheter was advanced over the balloon pump wire and positioned with the distal tip at the carina. The wire was removed and then the catheter lumen was flushed, and the iabp balloon was connected to the console. On connecting, we noticed that the fiberoptic sensor was not working, and we also did not have the arterial line cable available to connect. But since there was adequate augmentation on 1:1 pumping, we initiated the pump. After about an hour of insertion, we noticed there was some blood in the balloon pump tubing. It was suspected that the balloon pump may have ruptured, so the pump was removed. The pump was unplugged and the sheath and pump removed together. Manual compression was performed to obtain hemostasis of the left femoral artery. The patient experienced no injury although there was concern about thrombus to left leg. The patient was given heparin and no vascular intervention was needed. Patient underwent cardiac surgery on (B)(6) 2024 with no complications. Plan is to discharge patient to home with home heath on (B)(6) 2024. The balloon pump and the catheter have been secured in the biomedical department since the incident. We are in the process of scheduling a time that a representative from the vendor can come and examine both the balloon pump and the catheter with the risk manager and biomedical engineer present.